Event description:
Small black object noted in bladder during procedure was a tip of the olympus resectoscope sheath. Olympus notified #a2204a. FDA safety report ID#:(B)(4).

Event description:
Small black object noted in bladder during procedure was a tip of the olympus resectoscope sheath. Olympus notified #a2204a. FDA safety report ID#:(B)(4).